Event description:
Ous MDR - this lead was explanted due to oversensing. The implant date was not provided. No deterioration of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - the analysis discovered that the insulation of the lead body had been damaged by fraying. The observed damage manifestation requires excessive mechanical stress on the lead over a longer period of time. The position and characteristics of the abrasion lead to the assumption of excessive mechanical stress on the lead in the area of the valvular plane. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. No indications of material defects or mfg errors were found.